Manufacturer narrative:
Additional information: the vessel characteristics of the ivc are unknown. It is unknown if the filter was implanted fully apposed to the vessel wall or if it had proper orientation. The estimated or measured size and shape of the ivc was unknown. It is unknown if there were any delivery problems or if the filter was ever in an acute bend or sharp bend in the delivery tube. It is unknown if the fracture had an associated filter migration. The location and number of fractures noted on the trapease filter are unknown. Images of the filter are unavailable. Image reviewed and potential fracture noted. Complaint conclusion: as reported, the trapease filter was found to be fractured. No treatment was provided; however the patient will be carefully followed-up. In 2013, a trapease filter was placed in infra-renal position of the inferior vena cava (ivc) without any issue. In 2014 during a regular-scheduled follow up, the patient felt backache. The CT/MRI photography revealed filter fracture of the trapease. No bleeding or extravasation was observed. The patient is followed carefully without any treatment. The physician considers that there is no relationship between backache and the fracture. The vessel characteristics of the ivc are unknown. It is unknown if the filter was implanted fully apposed to the vessel wall or if it had proper orientation. The estimated or measured size and shape of the ivc was unknown. It is unknown if there were any delivery problems or if the filter was ever in an acute bend or sharp bend in the delivery tube. It is unknown if the fracture had an associated filter migration. The location and number of fractures noted on the trapease filter are unknown. An image of the filter was provided which demonstrates what may be a filter fracture. The device remains implanted, and; therefore, could not be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported filter fracture was confirmed thorough review of a provided image. Without return of the device for analysis the exact cause of the fracture could not be determined. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Based on the information available for review and without a DHR there is no indication that there is a design or manufacturing related cause for the reported fracture; therefore, no corrective action will be taken.

Manufacturer narrative:
The device remains implanted in the patient, therefore it was not available to be provided for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Review of film received, and additional information are pending and will be submitted within 30 days upon receipt. (B)(4). (B)(6). It is only known that the event occurred in 2014. However, the day and month is unknown at this time. It is only known that the filter was implanted in 2013. However, the day and month is unknown at this time.

Event description:
As reported, the trapease filter was found to be fractured. No treatment was provided; however the patient will be carefully followed-up. The patient was a male but his age was unknown. In 2013, a trapease filter was placed in infra-renal position of ivc without any issue. In 2014 during a regular-scheduled follow up, the patient felt backache. The CT/MRI photography revealed filter fracture of the trapease. No bleeding or extravasation was observed. The patient is followed carefully without any treatment. The physician considers that there is no relationship between backache and the fracture.